Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed and not detected on bus. A field service engineer removed the station back panel and confirmed proper indicator lights on the module controller board. The fse replaced the older-style drawer controller board, and the drawer was repaired and tested successfully in the hardware test application (hta). Customer recovered the failed drawer, and a full inventory of all pockets was completed and verified as correct. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was down and indicated that nothing was connected to the bus. When the drawer was opened, it did not attempt to open any of the cubies. The customer had to push the drawer closed manually and sign out of the pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.